Event description:
The customer reported that on 5 different occasions they have experienced unalarmed shutdowns on rental 1010 hfv ventilators.the hospital could not provide the specific details on each event prior to this report.they did confirm, however, that there were no patient injuries as a result of any of the reported malfunctions. Mallinckrodt contacted the rental company identified by the hospital and confirmed that they were made aware of these events. According to reporter, approximately 2 months ago user facility was using one of their rental 1010s on a patient and the unit shut down with no displays or alarms on 3 different occasions. The unit was replaced with another and the hospital reported that the replacement unit shut down 2 additional times. Both units were removed and returned to the co for extensive testing. The units were run for 48 hours and no problems were found. The units had been in use at other facilities prior to this event with no problems reported and have been out on rent since with no additional reports of this type. The malfunctions could not be verified and the root cause is unknown.

Event description:
The customer reported while using a rental adult star high frequency ventilator on a pt, the device stopped ventilating with no alarms. A therapist was in the room at the time and there was no pt injury. The user facility reported the event to the rental co who removed the device and replaced it with another one. Biomedical personnel from the rental co inspected the device and could not duplicate the problem. The device operated to specs. The customer then reported that the device brought in to replace this one also failed with no alarms. The device was restarted and placed back on the pt. There was no pt harm as a result. The second event was reported to the rental co and the device was evaluated. The reported malfunction could not be duplicated by the co's biomedical personnel.